Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected the ilet pump overnight after being unable to complete a supply change due to the infusion set connector not being on the tubing, and later completed an infusion set and cartridge replacement with coaching, including rewind, cartridge replacement, connector and tubing installation, fill tubing, infusion set application, and cannula fill; the user experienced difficulty attaching the infusion set to the skin due to user error and confirmed insulin therapy was resumed, with blood glucose moving from 161 to 183. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and continued therapy after successful setup. Investigation included troubleshooting and user education. Investigation of this case revealed improper infusion set deployment and a possibly incorrectly attached or missing infusion set connector, with no device alarms and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.